Event description:
Approximately 6 year(s), 10 month(s) and 10 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening and polyethylene wear with or without osteolysis. Patient reported increased pain and reported falls. The patient will be monitored every 6 months for changes. Patient elected to not pursue further work up and possible revision at this time. The outcome of this event is considered continuing, and the case report form indicates that this event is possibly related to the device(s) and unlikely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 300-30-10 - equinoxe preserve stem 10mm: 5136677; 310-02-47 - equinoxe, humeral head tall, 47mm (beta): 4368897; 300-10-45 - equinoxe replicator plate 4.5mm o/s: 4879211. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The pain reported may be the result of the glenoid loosening and prosthesis wear as reported. However, the glenoid loosening and prosthesis wear cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. H6: corrected health effect, component, and investigation clinical codes.